Event description:
This device was implanted on (B)(6) 2006 and was explanted on (B)(6) 2011 due to patient has endocarditis. The physician was dr. (B)(6) at hospital of the (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).